Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the rpm was under specification (decreasing rpm under a minute and vibration) and the device had a lot of corrosion inside. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to emersion/sterilization procedure not being followed properly, which is also classified as improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the compact speed reducer device was vibrating excessively and the rotations per minute had dropped. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.